Event description:
It was reported that the patient presented with discomfort. Interrogation unable to establish telemetry. The device was explanted and returned for analysis and subsequently tested out of specification during mfgr's analysis. No further patient complications were reported as a result of this event.